Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient called in to update they no longer had the device, it was removed. The patient reported it was removed because it never really helped them. The patient stated they had a prior back problem that began when they were young, they had a disc removed, and so when they got the stimulator every time they tried to adjust stimulation it would cause them to have back pain and irritate them. The patient the device was removed due to this. The patient also stated there wasn¿t really anyone to help them or show them what to do. No further complications were reported.